Manufacturer narrative:
Concomitant medical products - model: ddbb1d1, implantable cardioverter defibrillator (ICD); implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead had triggered a lead integrity alert (lia) with elevated sensing integrity counter (sic) and high rate non-sustained episodes. Additionally, it was noted that during a treated ventricular fibrillation (vf) episode the number of intervals to detect (nid) was not met until a couple minutes into the episode due to intermittent undersensing of a "polymorphic, variable amplitude, multifocal, agonal-looking rhythm." It was indicated that the patient is intubated and unconscious in critical condition. Follow up was completed and verified that the reprogramming had been completed and the lead remains in use. No further patient complications have been reported as a result of this event.